Manufacturer narrative:
Additional information received with the following: product ID of the licox probe is ip1p. It was reported that the temperature was 'ok' on (B)(6) 2015 at 0800. The patient was not moved. The probe was secured with the screw only as the patient was sedative. The temperature read with the icp of 38.3°c to 39°c from (B)(6) 2015. The temperature read with the licox of 31.6°c to 33°c from (B)(6) 2015. The issue was discovered on (B)(6) 2015. No action taken following the inconsistency of the value as the patient also had icp in at the same time as the licox. There was no patient injury and no delay reported. The licox probe was left in the patient until (B)(6) 2015 as they continued to follow the patient's icp reading. The patient was discharged from the hospital on (B)(6) 2015. Integra has completed their internal investigation on 01/19/2016. The investigation included: methods: evaluation of actual device. Review of device history records. Review of complaint history. Results: evaluation of device: the product was returned in a partly assembled situation. The cc1.p1 was introduced into the ip1 but the skull screw was missing. The ip1 introducer was damaged respectively the surgical thread was destroyed whereby the elements of the introducer consequently were loose. The first optical inspection showed furthermore that the three wires inside the catheter (cathode wire, anode wire and thermocouple wire) were wavy from the tip of the catheter straight to the catheter end I catheter housing. Additionally there is a strangulation in the catheter tubing through the surgical thread under the sealing proximal to the tube. This strangulation led to a damage of the catheter tube whereby blood streamed into the tubing. The cc1.p1 measured within its specification range with respect to the oxygen measurement. The temperature performance measurement failed because of the described damages of the catheter tubing. Furthermore the wires were wavy over the whole length of the catheter. The introducer system showed damages as well forces (ripped surgical thread). DHR review: no anomalies have been reported. No ncr or any variances were associated with this lot. The lot met the specification at the time of release. For excessive force no trend is visible. Conclusion: excessive force was used to tighten the sealing of the introducer.

Event description:
The probe was inserted on the (B)(6) male patient for subarachnoid hemorrhage on (B)(6) 2015. From the (B)(6) 2015, an inconsistency on the temperature value appeared with 4 to 5 degree under the cerebral temperature read by the probe. Difficulties to evaluate the temperature was reported. The probe was removed on (B)(6) 2015. Additional information has been requested.